Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.